Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure, a patient of unknown age and sex underwent an attempted implantation of an edwards sapien 3 ultra valve (size 26 mm) in the aortic position. The procedure was performed via transfemoral access using a 14f esheath+ and commander delivery system. The patient was alive and transferred to the ICU in stable condition at the conclusion of the event. No valve was successfully implanted. During advancement of the valve through the esheath+, wire access was lost intra-procedurally. The clinical team initially decided to remove the entire system (delivery system, esheath+, and valve) as one unit since the valve had not exited the sheath for alignment. However, during extraction, resistance was greater than normal, and the patient experienced blood pressure decompensation as the device unit was being removed. The valve was pulled back through the sheath independently prior to full removal, which contributed to procedural complications. Following removal of all edwards devices, an 18f gore dryseal sheath was placed in the access site. Angiography revealed a distal aortic rupture involving the aortic bifurcation and ostium of the left common iliac artery. Vascular surgery was emergently consulted, and the rupture was treated with stent graft repair of an abdominal aortic aneurysm (aaa). The patient was placed on ECMO support and transferred to the ICU in stable condition. No tavr valve was implanted. There were no allegations that edwards devices caused the patient injury. The clinical team determined that loss of wire access in the left ventricle led to operator errors during device removal, which contributed to the event. The edwards devices used during the case were discarded and are not available for return. Serial number for the extracted valve was documented, but commander and esheath+ serial numbers were not captured.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for inability to remove sheath was unable to be confirmed as no device and/or relevant imagery were provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'during advancement of the valve through the esheath+, wire access was lost intra-procedurally. The clinical team initially decided to remove the entire system (delivery system, esheath+, and valve) as one unit since the valve had not exited the sheath for alignment. However, during extraction, resistance was greater than normal, and the patient experienced blood pressure decompensation as the device unit was being removed. The valve was pulled back through the sheath independently prior to full removal, which contributed to procedural complications.' Per the training manual, 'withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.' In this case, the ds and valve were 'pulled back through the sheath independently prior to full removal.' This may cause difficulties as the ds and valve may interact with the sheath if withdrawn separately. Additionally, the observed calcification (figure 1) may create a constrained condition while tortuosity (figure 1) may create sub-optimal angles for system withdrawal and increase interactions between the devices, contributing to difficulties during sheath withdrawal. As such, available information suggests that use error (full withdrawal of ds with crimped valve through sheath) and/or patient factors (calcification, tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Aortic dissection or rupture may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results determined that a loss of wire access in the left ventricle led to operator errors during device removal, which contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.